Event description:
It was reported that balloon rupture occurred. A 4.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.